Manufacturer narrative:
Device data for (B)(6) 2025 were reviewed. No malfunction alerts or device failures were identified in the engineering logs. The logs show that on (B)(6), the continuous glucose monitor experienced repeated errors, signal loss, and replacement alerts, followed by entry into a state requiring a blood glucose value. By (B)(6) at 02:18, insulin delivery was suspended due to lack of glucose data, and no further insulin delivery was recorded thereafter. Total daily insulin delivery dropped to 2.038 units on (B)(6), consistent with suspended dosing. There is no continuous glucose monitor data available on the reported event date, and the device remained in a suspended state due to missing glucose input until battery depletion began. Importantly, it was confirmed that the user was not wearing or using the ilet during the hospitalization, and therefore the device did not contribute to the hyperglycemic event. Based on the available information, the event is most consistent with loss of glucose monitoring combined with absence of insulin therapy, leading to severe hyperglycemia. No device malfunction was identified, and the ilet system functioned as designed based on available logs prior to discontinuation of use. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025, it was reported that the user experienced severe hyperglycemia (reported blood glucose >1,000 mg/dl) requiring hospitalization while on vacation. The user stated that their continuous glucose monitor sensor expired prematurely while camping, and a backup sensor could not be used because it was an incompatible model. As a result, glucose values were not available. The user reported significant visual impairment during the event and required hospitalization. It was confirmed that the user was not using the ilet system at the time of the event. Follow-up attempts on (B)(6) were unsuccessful.